Manufacturer narrative:
H7 and h9: corrected. H3 and h6 codes - updated. The suspected device was returned for evaluation. The event history log (ehl) was unable to review due to defective pwa battery. The device was visually inspected and found that there were liquid crystal display (lcd) lens nicked, downstream occlusion (dso) seal delaminated. During the functional testing, the customer reported issue was confirmed. The cause of the reported issue was due to printed wired assembly (pwa) battery dead. Replaced the pwa board to correct the issue. Replaced lcd lens and dso seal. Performed dso/ upstream occlusion (uso) sensor calibration. The service history review had no indication that the complaint was related to a service of the device within the review period. The software was updated and the unit reset to standard. The device passed all functional testing after repair.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device encountered error code 42221 during testing and subsequently failed the test. There was no patient involvement.